Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the reported issue does not impact ongoing clinical procedures since alert was triggered remotely through proactive monitoring. The philips remote service engineer (rse) identified through remote monitoring that fluoro image storage was unavailable due to an image disk issue. The onsite biomed resolved it by replacing the ippc with original hard drives. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where an issue reported as a part of proactive monitoring alert and there were no issues experienced by customer, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the image disk had problem, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.